Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2021-01796. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2021-01796.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse also recommended replacement of the expired safety security disk which has been ordered by the customer and pending receipt of replacement safety security disk part. The fse performed functional and safety checks to meet factory specifications. Repairs are ongoing and a supplemental report will be submitted if additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that after a field action and while performing a battery test, the battery of the cs100 intra-aortic balloon pump (iabp) required to be replaced as it did not hold charge for the minimum time of 135, pursuant to manufacturer's specifications. Additionally, it was reported that the battery would only hold charge for 86 minutes. There was no patient involvement, and no adverse event reported.